Manufacturer narrative:
A sample has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a dull knife was discovered before contact with the patient. The knife was exchanged and the procedure was completed with no harm to the patient.